Event description:
The customer reported that the system exhibited a communication error and locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The boards, connectors, and fuses were reseated during the service call. The 5 vdc power supply was also confirmed to be operating within specification. The system was tested, found to be working as intended and returned to service.